Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defective tubing was found before use with a bd phaseal secondary set (c64). The following information was provided by the initial reporter, "this week we had a secondary set c64 where the tubing is cut (in 2 places)."

Manufacturer narrative:
Investigation summary: one photo sample was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10416 is assembled and packaged at a supplier site. We provided the photo to the supplier for evaluation and they were able to verify the tubing was split. The set is manually assembled and inserted into the package machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue could have occurred post assembly or due to the machines not being equipped to properly handle long sets. This can lead to the product not remaining within the blister pack during packaging and becoming damaged. Without the physical sample to evaluate, we cannot definitively identify where in the production process this issue occurred. Improvements have been made on the blister machine to avoid any reoccurrence of damaged products, the reported lot was manufactured prior to these improvements being implemented. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that defective tubing was found before use with a bd phaseal secondary set (c64). The following information was provided by the initial reporter, "this week we had a secondary set c64 where the tubing is cut (in 2 places)."